Event description:
It is reported that the pt was involved in a motor vehicle accident and as result the pt's tibial component was pushed posterior and loosened. Pt was then revised.

Manufacturer narrative:
Eval summary: no devices, photos, x-rays or surgical reports were received. Based on the available info, the reported posterior migration and loosening of the tibial component is likely the result of the trauma caused by the motor vehicle accident. The lot number of the tibial component is unk; therefore, review of its device history records is not possible. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reported. Zimmer, inc. Considers the investigation closed.